Manufacturer narrative:
The analyzer's serial number is (B)(6). Multiple sample clot alarms were noted. The qc and calibration were acceptable. It was noted that instrument maintenance was overdue. The field service representative performed cleaning procedures and performed air purges, which resolved the issue. A pre-analytical handling issue could not be excluded. The issue was resolved by cleaning and performing maintenance on the analyzer.

Event description:
There was an allegation of questionable elecsys hbsag ii results for several patient samples on a cobas 8000 e 801 module. Only one patient example was provided. The initial result was 1.3 coi (positive), and the repeated result was 0.8 coi (negative). The negative result matches the patient's clinical history.